Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported detachment of a device component (hub) was confirmed. A review of the lot history record identified one manufacturing nonconformities issued to the reported lot that appear to have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous and moderately calcified lesion in the mid right coronary artery. A powerturn flex guide wire and non-abbott balloon dilatation catheter were advanced without reported issue, and the vessel was pre-dilated. The 3.5x23mm xience prox stent delivery system (sds) was then gently removed from the dispenser coil without resistance when the proximal hub detached from the shaft and the device was in two pieces. The device was not used and there was no patient involvement. A new 3.5x23mm xience prox sds was then used and the stent was deployed without reported issue in the mid rca. A non-abbott bdc performed post-dilatation to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.